Event description:
Treatment of a stroke. During the mechanical thrombectomy on a patient with complete occlusion of the left m1 segment, it was reported that the solitaire stent separated as it was being retrieved from the second pass. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for analysis as the stent remained in the patient and the pushwire was discarded.(B)(4).